Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.